Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: the case associated with the reported complaint was started on 30th april 2025. At 16:23:55 on april 30th, the first log entries indicating "imc-kbd error: 0xa4 0x01 0x00" appeared, suggesting that the issue occurred during the reading of the chip ID (read failure of chip ID). After this, the controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) - alarm 24 issued. Device analysis: the console ic2214 was sent back to field service for further investigation and was tested. After performing 100 power cycles, the failure could not be reproduced. No damage was found to the keyboard or the keyboard- 4in1 cable. The root cause for the controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) - alarm 24 could not be determined due to the inability to reproduce. D6a should have been left blank on the initial manufacturer device report number 1220648-2025-28620.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant was placing a 5.5 pump for support with an automated impella controller (aic). The aic had a ¿controller error switch to backup controller.¿ and was replaced. There was no patient harm.